Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that original equipment manufacturer (OEM) log file analysis revealed low flows with high pulsatility index (pi) readings. It was additionally reported on (B)(6) 2022 that the patient's goal international normalized ratio (inr) had been reduced due to recurrent gastrointestinal (gi) bleeding. The patient also reportedly had frequent low flows without associated symptoms which had improved since discontinuation of digoxin and amlodipine. A computed tomography (CT) scan performed on (B)(6) 2021 revealed a change in orientation of the patient's inflow cannula. The patient also had a history of paroxysmal atrial fibrillation (afib). The patient was to continue aspirin therapy and statins.

Manufacturer narrative:
The onset of the patient's gastrointestinal bleed is now reported under MFR #: 2916596-2022-10471. The recurrence of the patient's gastrointestinal bleed is now reported under MFR #: 2916596-2022-10472 . The patient's computed tomography (CT) scan that was performed on (B)(6) 2021 that revealed a change in orientation of the patient's inflow cannula was reported under MFR #: 2916596-2022-00611. Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms; however, a specific cause could not conclusively be determined through this evaluation. Additionally, a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The submitted log file revealed intermittent captured events where the calculated flow was below the low flow threshold of 2.0 liters per minute (lpm), resulting in 56 low flow faults and 9 low flow alarms. The low flow events were associated with elevated pi readings as high as 12.1. There were no other abnormal events captured ¿ the only other captured events were associated with pulsatility index (pi) events and power cable disconnects. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. It was reported that the patient had frequent low flow alarms without associated symptoms, which had improved since discontinuation of medication. The patient¿s left ventricle ejection fraction (lvef) improved to 30-40% with mildly reduced right ventricle function. Additionally, the patient had paroxysmal atrial fibrillation with controlled rates. The patient was treated with coumadin. Lastly, the patient had coronary arteriosclerosis in native artery without angina pectoris. Multiple attempts to gather additional information was attempted; however, none was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 10feb2020. Heartmate 3 lvas instructions for use (IFU) (rev. C) is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure, cardiac arrhythmia and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This section provides information regarding anticoagulation, including the recommended international normalized ratio (inr). Heartmate 3 lvas patient handbook (rev. C) section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.